Manufacturer narrative:
Approximate age of device - 1 year, 9 months (calculated from the date the lvad was implanted). The mobile power unit remains in clinical use and the patient continues on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient noticed periodic alerts from the controller. Based on the log files, technical service confirmed no external power while connected to mobile power unit (mpu) which could be caused by loose connection between the power cord and the mpu. The patient is using the v-lock cable for the mpu and did not report noticing a mpu disconnection from the wall or ac power cord.

Manufacturer narrative:
Although the evaluation of the submitted log files confirmed a no external power event on (B)(6) 2018, a specific cause for this event could not be conclusively determined through this evaluation. The patient remains ongoing and no further issues have been reported at this time. Heartmate ii lvas patient handbook and heartmate ii lvas IFU describes all alarms (visual and audible) and what action should be performed when they do occur such as the no external power alarm. Both the heartmate ii lvas IFU and patient handbook caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.